Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after the device fell from the patient¿s pocket, resulting in a nonresponsive screen while the pump otherwise remained functional and no longer watertight; the patient was advised to transition to backup therapy and informed that a replacement device would be provided, with data not transferring and a new startup required. Symptoms included no reported injury or adverse physiological effects; the reported blood glucose at the time was 97 mg/dl. Outcomes included temporary interruption of normal ilet use and the need for device replacement, with continued cgm monitoring via dexcom app or receiver. Investigation included customer interview and troubleshooting guidance, verification of device details and logistics for replacement, and instructions to shut down the device to prevent further alerts. Investigation of this device revealed physical damage to the touchscreen component consistent with external mechanical impact, leading to loss of touch responsiveness and loss of water ingress protection, without evidence of an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage due to accidental drop.